Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: chief tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the doctor attempted to deploy the 6fr angio-seal at the femoral access site. Upon attempting to set the anchor and pull back to seal it was apparent there was no suture string attached to the device. When the physician pulled back the entire device came back and no suture string could be visualized. There was active bleeding at the access and the physician held manual pressure to achieve hemostasis. Estimated blood loss was less than 250cc. The procedure performed prior to the use of the angio-seal was femoral access angiography.